Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. The sizing of the device was determined based on a pre-procedure transesophageal echocardiogram (tee), which showed a long tunnel measuring 12mm, leading to the selection of a 30mm device. The procedure was performed using angiography and transthoracic echocardiography (tte) for imaging guidance. There was no difficulty during implantation, and no multiple recaptures or repositioning were needed. A stability check was performed, and no leak was detected around the lobe of the device. Less than 48 hours post-implantation, during a standard transesophageal echocardiogram (tee) performed prior to the patient¿s discharge, the right atrial disc of the occluder was observed to have sled into the pfo tunnel. The occluder remained in place, having been implanted in an undetected atrial septal defect (asd) located adjacent to the pfo tunnel. The implanter believes the pre-procedure tee did not reveal this additional asd, which led to the device being implanted in that location. The position of the device within the asd was confirmed using tee imaging. To assess the potential cause of the device migration, both the current and pre-implantation tee images were reviewed by the implanter. The patient was prescribed anticoagulant therapy for the following weeks, with reassessment planned thereafter. The migrated device did not cause any partial or complete obstruction of blood flow. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration was reported. One photo was received from the field indicating tee imaging of the device migrated. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported migration could not be confirmed. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.